Manufacturer narrative:
Eval summary: the analysis results found that the device was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received void of staples. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, during the 2nd firing, the reload locked out. Another device was used to complete the case with no patient consequence.